Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and the customer received a power source alert. Customer¿s blood glucose was 215 - 260 mg/dl. Customer reverted to an alternate method of insulin therapy.